Event description:
The haptic of the intraocular lens implant broke while being implanted by the surgeon into the right eye of the patient. Surgeon removed the broken lens and replaced it with another similar lens.